Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.

Event description:
The customer reported that during the exam in a technical room, a loud noise was heard and smoke came out. Now the system is completely off.